Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) # and other specific product information. E1 - initial reporter city: (B)(6).

Event description:
It was reported that device entrapment occurred. The 70% stenosed target lesion was located in the non-tortuous and mildly calcified right coronary artery (rca). Following pre-dilation with 2.00 x 15 mm balloon and 2.50 x 15 mm balloons, a 2.75 x 38 mm promus premier select drug-eluting stent (des) was introduced for treatment over a samurai guidewire. The stent became stuck on the wire and could not advance or be withdrawn. Both devices were removed together as a unit and the procedure was completed with a 3.00 x 38 mm promus premier des. There were no patient complications, and the patient was fine.